Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that there was one crack on the reservoir compartment. Customer stated that the pump also fell out of her pocket. Customer's blood glucose was over 450 mg/dl at the time of the incident. Customer treated with a shot. Customer stated that her pump was counting up and she put in a new battery but received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump passed the displacement test, rewind and basic occlusion test. However, the insulin pump alarmed during the prime test due to a faulty force sensor resistor. The occlusion test and excessive no delivery alarm could not be performed due to the alarm. The insulin pump was received with a partially broken reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and scratched reservoir tube window.